Event description:
It was reported that the equipment's therapy port connector is in poor condition because it rotates instead of being fixed. It must be changed to solve the problem. Related patient involvement information is currently unknown, and request has been sent out for such information. However, there is no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.